Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user alleged the insulin pump was over delivering insulin. The customer¿s blood glucose level was 56 mg/dl at the time of the incident. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was neither in emergency room nor admitted into hospital. Customer reported that the drive support cap appeared to be normal and the displacement test was passed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.